Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8100 failed patient side occlusion test account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module v9.17.0.22. Asset location: (B)(6): patient or user involvement: no patient or user harm: no case description: (B)(6) had a lvp8100 sn (B)(4) failed patient side occlusion test during pm failure device type: failure problem type: failure mode: case resolution: (B)(6) did not the unit with him to troubleshoot the cause. I advised (B)(6) to check the IV set first. Secondly, he will check his test set up to make sure there was no pressure already built up in the line. Lastly, he will replace pressure sensors, if needed. (B)(4).